Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced elevated blood glucose levels of up to 250 mg/dl while wearing an infusion site for two days. Upon removing the site, the patient found a bent cannula. The patient replaced the infusion set, resumed insulin delivery, which resolved the high glucose level. There was a patient involvement and there were no additional adverse consequences.